Event description:
It was reported that the during a patient transport the device legs did not lower on the first attempt and a caregiver alleged a back strain from attempting to lower the legs. The transport was still completed successfully. Medical intervention was not reported.